Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture (loc). The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture (loc). The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem.